Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report insulin pump had reservoir leaks. The customer experienced high blood glucose as a result of the cracked reservoirs. Customer has had to change the reservoir three times due to the leaking issue. The customer also mentioned that the infusion set had been pulled out prior to the complaint. This caused the insulin pump to alarm for no delivery. Troubleshooting was performed. Customer stated that the issue has been resolved with troubleshooting. The customer had an appointment to acquire replacement reservoirs. Advised that the reservoirs will be replaced. Nothing further reported.